Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the tape was not sticking due to sweating caused by humid weather on (B)(6) 2026. No further information available.